Event description:
It was reported that a patient who had a right stemless total shoulder arthroplasty with cage glenoid, underwent a revision procedure approximately 3 years 10 months post the initial procedure. The patient required revision surgery to convert their anatomic total shoulder arthroplasty to a reverse total shoulder arthroplasty due to rotator cuff failure. There were no reported breakages of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.